Event description:
I had a proceed ventral patch implanted in 2012. Lot# ea8dhwzo ethicon brand. In 2013 I went to hospital for septic shock found out my bowel torn. I stayed 4 days. The bowel healed it's self up with a drainage tube later removed. Still have pain today.